Manufacturer narrative:
Device received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement and self test due to frozen display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had frozen display after changing a new battery . The customer¿s blood glucose level was 16 mmol/l at the time of incident. Customer stated that the insulin pump was not exposed to any moisture and was not dropped. Customer stated that the time clock advances. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.